Event description:
A materials manager reported there was no aspiration during a cataract extraction procedure. Following a 30 minute delay, an alternative system was used and the case was completed with no impact to the patient.

Manufacturer narrative:
A company representative examined the system, and was unable to replicate the reported event. The system was then tested and verified to meet all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event could not be conclusively determined as the system was found to meet all product specifications. (B)(4).